Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor gave inaccurate sensor readings. Customer does not recall any significant events leading to the error. Customer's blood glucose was 94 mg/dl at the time of incident and was 40 mg/dl later in the day. Troubleshooting found that the customer may be over calibrating which may have resulted in inaccurate readings. Troubleshooting informed customer to call back if the error occurs again and that the sensor would be replaced and to return the product for analysis.